Event description:
A telemetry patient continued to experience leads off without re-notification to the team. A leads failed was sent at ~1601 but never again. The leads had been replaced by the rn at around 1900. The patient was found at 2025 non-responsive but a leads failed alarm was never sent again (last one being ~1601). When the patient was found, the leads were off of the body. In addition, the ascom system went down and was not sending alarms to the pct (patient care technician) phones. According to the cic (clinical information center) log there were no alarms that were appearing on the cic as indicated on the log. (Cic had the ability to be disabled). We cannot say for certain if after the leads were replaced another alarm went to the sands portable telephone device to indicate a leads off alarm or any other alarm. Sands devices did not have a built in escalation for "technical alarms". Another concern is that when an alarm is silenced at the cic it silences all alarms--this should not be an option. Silencing one alarm should only allow you to silence that alarm.